Event description:
I got the essure coils implanted in my doctors office in (B)(6) 2007 to prevent me from having anymore babies. In (B)(6) 2008 I started to have heavy bleeding and cramps thinking it was just associated with my periods until (B)(6) 2012 when I passed out at home and was taken to the hospital with sever abdominal pain on the right side I was in and out of the hospital with several surgeries then in (B)(6) 2012 with what was just a common exploratory surgery to see what the pain was for the second time they found that my right coil in the tube was bent and the blood veins was wrapped around the coil and they had to remove it I still am having pain on the left side along with rashes every now and then, migraines never had migraines until after essure, excessive itching of the skin, heavy bleeding during periods, abdominal pain, and etc related to the essure I never had any issues until I had the essure put into my body. Know I wish that I never had it because it has torn my life apart from not being able to play with my life to my sexual life since it hurts some times to have sex. I just wish it would all go away but I cant find a doctor that will remove the second coil. This is a nightmare it has messed with my jobs as well. (B)(4).